Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample met specification as received by covidien. Visual inspection found no defects. The reported condition of the jaws not opening was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. Manufacturing non-conformance review could not be reviewed since the lot number is unknown.

Event description:
The customer reported that during a laparoscopic vaginal hysterectomy, the device jaws could not be re-opened while applied to tissue. The surgeon removed the instrument jaws by resecting the tissue directly adjacent to the jaws. There was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.